Event description:
The distributor reported a revision due to infection. He stated it was a wound debridement procedure that turned into a craniectomy.

Manufacturer narrative:
It is reported the implants were discarded during the revision surgery, therefore no product will be returned to the manufacturer. The lot number is unknown; therefore the device history records are unable to be reviewed. The package insert states "apart from these adverse effects there are always possible complications of any surgical procedure such as, but not limited to, infection, nerve damage, and pain, which may not be related to the implant." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of three for the same event.